Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump shut off and would not come back on. Customer also reported receiving a low battery alert and an off no power alarm. Customer inserted new batteries and the display stayed blank. Customer's reading was 54 mg/dl. Customer treated with food. Customer performed troubleshooting and after a 10 minute device rest, the display returned. Customer performed the self-test and it passed. Customer was sent a replacement battery cap and was advised to call back if problems persisted.